Event description:
It was reported that there was a "sharp edge of the device sticking out" of the reconstitution device. The nurse reported that the reconstitution device was inserted into an (unknown) bag and they had just finished adding fluid to the vial and removed the vial to shake the contents. On attempting to reinsert the vial into the device it was noted that the whole needle from the device was left in the vial. There was no patient injury or medical intervention required. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. Evaluation summary: the actual device and one device, from the same lot, were returned for evaluation. Visual inspection revealed no abnormalities that could have caused the reported condition and that the needle was well-connected. Functional testing determined that reconstitution could be performed without leaks occurring. The evaluation could not duplicate the reported condition. Should additional relevant information become available, a supplemental report will be submitted.